Manufacturer narrative:
The customer¿s reported problem was confirmed, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). After pm, biomed is getting a 13-1033-149 error on her 8110 unit. Sn: (B)(4). Failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: recommend to run the calibration, calibration verification, and then the pm. If the error does not clear after doing the pm, the logic board will have to be replaced. Biomed will try recommendation and will send in for depot repair if error is not corrected. Biomed ended call. Ref: (B)(4).